Manufacturer narrative:
The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon pre discharge visit this right ventricular (rv) lead exhibited high pace lead impedance measurements and loss of capture (loc). The lead was subsequently repositioned with success. Additional information indicated that fluoroscopic evaluation confirmed non extension of the fixation screw. No asystole was noted as capture was being maintained by the left ventricular (lv) lead. Further, lead to device header connections were checked as well. Furthermore, it was confirmed that the pace impedance measurements observed were high out of range. No additional adverse patient effects were reported.